Event description:
Implant box was opened in the normal fashion, and discovered the inner package to be damaged. The or circulator questioned the sterility of the device given the package condition, so they opened another implant of the same size.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing the flange to crack/fracture. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to the opening packaging. No further investigation for this event is required at this time.

Event description:
Implant box was opened in the normal fashion, and discovered the inner package to be damaged. The operating room circulator questioned the sterility of the device given the package condition so they opened another implant of the same size.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.